Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, and vaginal scarring. It was reported that the patient underwent cystoscopy ,bladder biopsy, and fulguration on (B)(6) 2010 due to hematuria, vesicoureteral reflux, and urinary incontinence. It was reported that the patient underwent cystoscopy, bilateral retrograde pyelogram, and transurethral resection of bladder tumor on (B)(6) 2011 due to bladder lesion, bilateral hydronephrosis, and s/p urethral sling placement. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/6/2016. Additional information.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.